Event description:
It was reported that a patient was only getting "about 4 coupling bars." Antenna locate feature was tried and about 50% of telemetry was obtained. It was stated, the patient usually had 4 bars and had tried a different recharger and immediately had obtained 6 bars but then it had dropped to 4. The patient was reported to be doing well. She had a battery revision, during which time the battery was moved from the abdomen to the upper buttock. The patient now was able to recharge with maximal efficiency and the device was functioning well, consistent with patient expectations.

Manufacturer narrative:
Product ID, 3888-56 lot# v706699, implanted: 2011 (B)(6), product type lead product ID, 3888-33 lot# v714493, implanted: 2011 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID 3708220 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4).